Event description:
During a coronary drug eluting stenting treatment procedure, an embolization occurred. The 60% stenosed ostial lesion was at a bifurcation of the non-tortuous, moderately calcified circumflex artery. The vessel diameter was 3.5mm. A 3.0x15mm balloon was used to predilate the target area. Three stents were previously placed during this procedure. The fourth stent was a taxus express2 3.5x12mm drug eluting stent. The physician was trying to introduce the stent into the artery in an attempt to cross the lesion. The stent was "trapped in the artery walls" shere a liberte" bare metal stent had been placed the taxus stent came off the balloon. It was not indicated if the stent was left in the patient or if it was retrieved. The physician went on to place three more stents for a total of seven stents. The physician considered the patient a surgical candidate however, the angioplasty was done at the patients request. No patient complications occurred. Patient status is satisfactory.